Event description:
Soundstar eco diagnostic ultrasound catheter "ice" catheter was in use, then froze on the screen and message said: "no transducer". We tried unplugging and plugging in again, restarting the machine, trying a new dongle. When we got a new catheter, the error message went away, so it was deduced that the catheter stopped working. The patient was not harmed.